Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery and motor tests. There was no motor error alarm noted. The unit had minor scratches on lcd window, cracked case at lcd window corners, reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 260 mg/dl. No significant events leading to the alarm were observed. The customer stated that for the last 4 hours he had been receiving the motor error alarm. He had already rewound the insulin pump but kept receiving the error. He stated that he was trying to treat with a manual injection. Advised replacement of the insulin pump. Nothing further reported.